Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported device jam could not be confirmed and the root cause could not be conclusively determined. The root cause for the balloon rupture was excessive force applied during sheath retraction. The review of the lhr (lot f1527802) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the technician attempted to deploy the sealant. The technician shuttled down, and when he went to remove the procedural sheath, it was stuck. The procedural sheath required excessive force to be removed, which popped the balloon. Upon inspection, it appeared that the sealant was stuck in the end of the black tube (shuttle tube) on the mynxgrip vascular closure device. Manual compression was applied for 30 minutes or less with no further events. The patient's hospitalization was not prolonged as a result of the event. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was applied when retracting the procedural sheath. The stopcock was opened on the procedural sheath prior to shuttle down. Excessive force was not applied when shuttling down. There were no kinks in the procedural sheath or device after removal. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was resistance while pulling back. Unusual force was not applied while shuttling down/retracting. Vessel location: peripheral vessel size: greater than 7 mm sheath size: 5f stick location: medium.